Event description:
It was reported that during use, the surgical light made a "clack" noise and the light head dropped down. The spring loaded arm was broken. No injury was reported.

Manufacturer narrative:
The investigation is ongoing, results will be reported in a follow-up report.